Manufacturer narrative:
The reported events of failure to capture and the stylet failure to advance were not confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test was performed. The test stylet was able to be advance through the lead without any restriction.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture, and the guidewire failed to be advanced on the lead. The lead was not used and replaced. The patient was stable.